Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter separated from the connector was confirmed due to improper assembly of the device. The two-piece connector for a groshong nxt 4 fr single-lumen PICC was returned for investigation. The connector was received assembled. The printing on the extension leg was partially worn, which indicates that the sample was used. A microscopic examination showed no 4 fr tubing within the distal connector. The lack of tubing within the distal connector suggests that the connector was assembled without the catheter on the metal stent of the proximal connector. The connector was disassembled. Residue was observed on the metal stent, which suggests that the catheter was not covering the metal stent during use. An attempt was made to advance an unused 4fr groshong catheter through the distal tip of the distal connector, but the catheter would not fit, suggesting that the blue compression sleeve had been pushed into the taper within the distal connector. The distal connector was bisected and it was observed that the compression ring was properly positioned in the taper. Residue was observed was observed within the connector. The outside diameter (od) of the metal cannula was within specification. The evidence found on the returned sample points to an improper sequence of assembly. The product IFU provides guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order, which include insertion of the catheter into the patient with the stylet, removing the stylet, modifying the catheter length, advancing the oversleeve portion of the connector over the catheter, advancing the catheter over the connector blunt, and then aligning and sliding the two connector pieces together until the connector barbs are fully attached. The reported disconnection appears to be associated to the user not following the procedure as outlined in the IFU. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter fell out of the catheter connector even though the catheter connector was still connected to the oversleeve. Catheter was implanted on (B)(6) 2018. No other information provided. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter fell out of the catheter connector even though the catheter connector was still connected to the oversleeve. Catheter was implanted on (B)(6) 2018. No other information provided. No patient harm reported.